Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2020 several issues occurred intraoperatively which included device malfunctions and missing implant components. The surgeon noted the main implants were missing associated locking screws. Some of the screw lengths were on backorder however, there were other lengths of screws in the set additionally, the long t25 screwdriver was worn and would not engage the recess of the screws well. The connecting screw for the nail was worn out and did not connect to the implant properly. Also, during the surgery, the surgeon used the aiming guide to drill for the proximal screws. Once the screws were implanted, an x-ray was taken and it was noted that the screws missed the nail. The surgery was delayed 60 minutes and the procedure was completed using a competitor's nail. This is report 4 of 7 (B)(4).